Event description:
Terumo medical received an FDA medwatch report # mw5168982. The event description states "procedure on patient involved endoscopic ultrasound (eus) procedure. Needle was placed in cavity around esophagus peri esophagus area. A wire was placed through the eus needle, in manipulation during the procedure part of the wire sheared off. Physician noticed the wire on x ray. Wire was removed and investigated. Part of wire was missing to the naked eye. It will be a foreign body." No death occurred. There was no suspected patient infection. The device culture test was not positive. There were no error messages that were observed as a result of the issue. The procedure and/or anesthesia or sedation were not extended. The procedure was not cancelled or postponed. The event occurred in the middle of the procedure. The procedure was not completed with another device. The procedure performed was therapeutic. The intended procedure was a eus cyst gastrostomy. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. The event did not require medical intervention.